Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. This report is for unknown screw, unknown quantity, unknown lot. Unknown part number, UDI is unavailable. (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, harvey, norah, m.d, and et al. (2011). "Endoprosthese last longer than intramedullary devices in proximal femur metastases." Clinical orthopaedics and related research (2012) 470: 684-691 united states article. The article was based on a retrospective study of 158 patients with 159 proximal femur metastatic lesions treated with surgical stabilization. Fourty-six (46) were treated with synthes and trigen intramedullary fixation (imn) and 113 were treated with endoprosthetic reconstruction (epr). The study did not differentiate between synthes and competitor products in regard to complications. The goal of the study was to determine whether imn or epr was more successful in treating metastatic lesions to the skeleton. The following complications of the imn were noted; each was noted with specific patient information: nonunion with no product allegation and revision surgery. This is report 14 of 17 for (B)(4). This report is for unknown screws.